Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had second occurrence of replace battery now alarm without low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tubs side starting at the left belt clip rail, stained serial number label, cracked middle (enter) keypad button, dents in the keypad overlay, keypad overlay texture damage. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected low battery, replace battery, insert battery, battery failed, or power loss errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing; however, it does show up in the adapt tool as well as the power management graph. Pump error 25 occurred on 02/03/2022 at 07:00:00, 11:00:00, & 15:00:00. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 73=change battery alarm occurred 02/03/2022 at 02:00:00, 02:10:00, & 18:00:00. No 104 = low battery alarm occurred on 02/03/2022. The adapt tool does not list any pump errors that could potentially trigger a critical pump error. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. Initially the internal battery failed the internal battery esr measurement test since no voltage was measured at its terminals. However, after unplugging and plugging the internal battery back into the test board and then running the test again, there was a voltage present at its terminals, and it passed. In summary, the customer¿s report of replace battery alarms was not confirmed during testing. The pump error 25 is due to some connector issue either at the internal battery connector or pcba1 j6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.